Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many patients experienced a suture breakage? Were the multiple patients discussed previously reported to ethicon? If yes, please provide complaint reference numbers. For each patient that experienced a suture breakage: please provide the procedure names, dates, and how many breakages occurred with which suture in each procedure. Did the patient suffer any adverse consequence due to the suture breakage? If yes, please provide more details. How many patients experienced a hematoma due to suture breakage? What medical/surgical treatment was provided for each patient? How many patients experienced a seroma due to suture breakage? What medical/surgical treatment was provided for each patient? What is the lot number for each device? Is the device being returned for evaluation? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.